Event description:
It was reported that the patient is experiencing discomfort at the ipg site. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the physician relocated the ipg on 16jan2023 to address the issue.